Event description:
Sometime in 1988 an aus device was implanted. On 9/24/96 the balloon was removed from the pt (pt name not indicated) due to non-working device-empty balloon was discovered at revision.